Manufacturer narrative:
Device evaluation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24gx0.75in insyte autoguard device from lot number 3121182. In addition, four photographs were submitted which displayed a partially retracted needle. The needle hub appears to be stuck at the interface between the grip and the barrel, which prevented full needle retraction. The physical sample was received fully retracted. Further observations show that the unit was used and the shield (grip/barrel) that houses the needle is damaged. The damage appears to be a flash or a dent at the interface between the grip and barrel that restricts the inner diameter of the shield. The needle was re-engaged and upon pressing the safety button, the needle hub got stuck at the damaged area of the shield. The damage on the shield exhibited no marks or impressions that would indicate physical force was applied from the external surface of the unit. The damage was noted within the barrel. The reported issue was confirmed and determined to be manufacturing related for a needle shielding failure. During manufacturing, damage to the grip may occur due to a misalignment while placing the barrel on top of the grip. The appropriate personnel have been notified. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle retraction failure. When the peripheral intravenous needle was replaced in the hospital ward, the safety function did not work, and the needle could not be retracted. Bdj confirmed the needle was not retracted though the safety button was pressed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.